Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a cover glass at the distal end that was cracked. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted b/3b4 sections. B3 date of event section should indicate the correct date of 10/7/2025. B4 report date section should be blank.

Event description:
It was observed that during the device evaluation, the subject device had a cover glass at the distal end that was cracked . There was no patient involvement.